Event description:
The nurse reported that the pt seems to be having a reaction to binder or skin prep. Pt has a raised, reddened rash that has spread across the entire abdomen and also appears on the back around waist area. Hydrocortisone was applied. The nurse has seen this at least five times in the last four months. Product states latex free. Per rn, this type of reaction has been in pts with c-section as well as vaginal deliveries; thus, staff do not believe that there is a reaction to the skin prep used for c-section deliveries because the prep is not used in a vaginal delivery. The pt in this incident has no known allergies.

Manufacturer narrative:
The bill of material for the components of the product was reviewed and no material changes to the components were identified for the lot number reported. The appropriate level of skin contact biocompatibility on the materials was confirmed. Sensitization, irritation, cytotoxicity, and latex protein concentration testing were successfully completed and passed. Furthermore, the product does not contain natural rubber latex.